Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead dislodged and found to have perforated the atrium. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead dislodged and found to have perforated the atrium. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report submitted to correct information missing in the following fields: MFR site facility name. MFR site address 1. MFR site city. MFR site state. MFR site zip/post code. MFR site country. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. "Known inherent risk of device" conclusion code was selected as the primary reported observation is addressed in product labeling (e.g. Instructions for use).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
This supplemental report is being filed to include product investigation details.